Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: model number additional information. The delivery system was returned locked, partial fine adjust used, valve alignment position, with stopcock and loader attached. The returned delivery system was visually inspected for abnormalities and the following was observed: bend on balloon shaft due to packaging, longitudinal burst with no missing pieces, gouges on flex tip and compression on the flex shaft. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst at four locations. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. No instruction for use (IFU) and training manual deficiencies were identified. Inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on visual inspection of the returned device, the complaint was confirmed for ¿balloon burst¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per complaint description, ¿during deployment of a 26 mm sapien 3 valve a balloon burst was noted¿. Although the patient annular calcification was not provided, past complaints have shown that deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Available information therefore suggests that patient factor likely contributed to the complaint event. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary  has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because the balloon burst during deployment which indicated that calcification may be present in the annulus which could have caused the balloon to burst.

Manufacturer narrative:
The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported, during deployment of a sapien 3 valve a balloon burst was noted.